Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 7. The tidal ultrafiltration (uf) volume was 1555ml. This information gave a total drain volume of 2830ml, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed homechoice return instrument test / evaluation (rite) electrical and the functional test and was determined to meet functional and electrical performance specification requirements. Review of the device logs revealed 2 additional difficulties increased intraperitoneal volumes (iipvs) had occurred. This is report 2 of 2. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device logs. The device functioned normally during pal testing. The assignable cause of the 2 additional iipvs found in the device logs was determined to be: insufficient drain, use error: tidal uf removal set too low. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: writer spoke with pd nurse (B)(6) and provided the results of the homechoice device evaluation. The nurse stated the patient never reported any overfill symptoms. The nurse reported adjustments to her therapy were made and the patient continues to use the cycler was doing well with her current therapy.